Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt nearly fell resulting in twisting lumbar movement. The pt experienced increased low back pain, painful stimulation to the left leg, and lack of low back stimulation paresthesia coverage. Diagnostic x-rays were performed on (B)(6) 2010, no results were reported. The pt underwent a surgical revision on (B)(6) 2010. Following revision of the electrodes on (B)(6) 2010 redness surrounding the incisional area at the lumbar site was noted during examination/palpation. The pt had been placed on antibiotics (keflex 500mg qid) as of the date of the revision. No pt outcome was reported.